Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned a raulerson syringe / introducer needle assembly that appeared typical. The luer taper was measured and found to be acceptable. A vacuum leak test was performed with the tip occluded and the plunger pulled back and passed the test. The needle appeared typical and the luer taper was also found to be acceptable. Water was aspirated through the needle using the syringe and no signs of air bubbles or leaks were observed. A review of manufacturing records did not yield any relevant findings. No problem was found on the sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the micu, the raulerson syringe was found leaking when attempting to aspirate from the vein. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.